Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a repositioning procedure, the right atrial lead was unable to be disconnected from the device header. The physician was unable to determine if the ra lead or the set screw was the cause of the event. The device and the proximal end of the ra lead were explanted and replaced to resolve the event. The patient was in stable condition. Related manufacture report number: 2017865-2021-00920.

Manufacturer narrative:
The reported complaint of unable to untighten the setscrew to remove the lead was confirmed. Analysis revealed that the set screw had been over-tightened at implant. Over-tightening can occur if a wrench is used that is not a torque wrench to tighten the setscrew, or a competitor¿s torque wrench is used. Additionally, electrical testing revealed no anomalies and the device was above elective replacement indicator (eri) level.